Event description:
A peritoneal dialysis patient's son-in-law identified a leak after the treatment was cancelled. He stated that the leak was coming out of the cycler door. The samples were returned with the cycler. Prophylactic antibiotics were not used, and the patient's effluent remained cleared.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.